Manufacturer narrative:
The reported event of possible premature battery depletion was not confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Longevity assessment found the device operating above the elective replacement indicator (eri) level and within expected longevity

Event description:
It was reported that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. There were no patient consequences.